Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields: h6 and h10. Corrected fields: e1 (add phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause could not be determined. However, based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the power supply printed circuit board. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus a repair request for a monitor screen that became dark during inspection 4 times in 1 test. The issue was found during diagnostic procedure. The procedure was completed with another monitor and was delayed by 30 minutes in order to restore the monitor. The device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. It was also discovered that there was image failure due to a light crystal display (lcd) panel failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.